Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient went to the emergency room because of pain in the peg area. An abdominal CT scan was done which revealed a pneumoperitoneum. On (B)(6) 2024, the patient was admitted to gastroenterology. On (B)(6) 2024, an abdominal CT was repeated, which indicated an improvement in the pneumoperitoneum.